Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The customer reported excessive damage to outer jacket of driveline and requested an external driveline revision on (B)(6) 2019. No further information was reported

Event description:
Additional information: it was reported that an external perc lead revision was performed. Repair site allows for a future repair if needed. It was additionally reported that the customer stated that patient reported low speed events and felt a "flutter" while connected to power module. The patient switched to battery power to resolve the alarms. Patient will return to the clinic for further evaluations on (B)(6) 2019. Customer is requesting an external driveline replacement to try to resolve the reported alarms on power module. It was then reported that a perc lead repair was performed. Motor stopped events were unable to be duplicated while connected to a grounded patient cable after repair. Customer will continue to monitor for unusual events. No further information was reported.

Manufacturer narrative:
B5, h6 (device): additional information.

Manufacturer narrative:
Section d4: additional information. Section d10: correction. Section h3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline from the first repair confirmed the report of damage to the outer jacket of the driveline. This evaluation also identified an issue that could have contributed to pump stops and low speed events; however, a specific cause for the report of low speed events following the first repair could not be conclusively determined through the evaluation of the returned portion of the driveline from the second repair. The first distal end driveline repair was performed on (B)(6)2019 and the replaced portion was returned in a segment measuring approximately 17¿. Unused gray and black shrink tubing and copper wrap from a driveline repair were returned separately in a bag. The outer layers of the driveline were severed approximately 14.5¿ from the metal connector. Rescue tape was observed approximately 2.5¿ through 14¿ from the metal connector. Upon removal of the rescue tape, extensive outer silicone jacket damage was observed. The silicone material was removed approximately 2.5¿ through 5.5¿ from the metal connector, and several tears were observed 5.5¿ through 14¿ from the metal connector. The underlying bionate did not reveal any areas of damage. Upon removal of the outer layers of the driveline, breaches in the insulation of the black and brown wires were observed at a location of kinking approximately 7.5¿ from the metal connector, exposing the inner conductors. These breaches appeared consistent with fatigue failure due to repetitive flexing. If the exposed inner conductors of the black or the brown wires made contact with the metal braided shield while the system controller was connected to a tethered power source, the resulting electrical short to ground could have resulted in pump stops or low speed events; however, no alarms or adverse patient consequences were reported prior to the first driveline repair. It was reported after the first repair that the patient experienced low speed events and felt a ¿flutter¿ while connected to the power module. The patient switched to battery power to resolve the alarms. The patient returned to the clinic for further evaluations on (B)(6)2019. The second distal end driveline repair was performed on (B)(6)2019 and the replaced portion was returned in a segment measuring approximately 19.5¿. The previous driveline repair site was observed approximately 14.5¿ through 18¿ from the metal connector, and the outer layers of the driveline were severed approximately 18¿ from the metal connector. The layers of the driveline repair site appeared unremarkable. The outer silicone jacket, bionate, and metal braided shield layers of the driveline segment appeared unremarkable. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the report of low speed events after the first driveline repair. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.